Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was damaged at rear housing, the lcd was missing pixels. The review of event history log identified following event: 0860> error - 1871 - (B)(6) 2018 4:31:00 pm recorded in the event log. Functional testing included simulated use testing. The pump was powered on and it immediately displayed lec 1871 which is a motor_timeout2. Upon further investigation it was found that the motor was locked. The customer reported problem was able to be duplicated. Based on evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this cadd legacy 1 pump gave motor error. Ther are no known adverse effects.